Event description:
It was reported that during a video assisted thoracoscopic surgery lobectomy procedure, the surgeon was using the device to perform the procedure. After firing the stapler multiple times without any unusual resistance felt during firing or strange noises heard. The stapler did not open anymore when he tried to open the stapler to remove the cartridge from the device. The surgeon decided to open a device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), incomplete-interrupted cycle. The analysis found that one device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse feature worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.